Event description:
Customer states: twelve hours after the intubation performed the pt was transferred by ambulance to ICU. The customer did not provide details surrounding the transfer to ICU; however, a nurse reported to the doctor air leakage from the cuff and it would not be inflated even by injecting the air by use of syringe. Customer reported that during inspection in the water after extubation, a supplier confirmed damage to the cuff. Customer confirmed that pre-test was done prior to pt use.

Manufacturer narrative:
(B)(4). The sample is expected to be returned for analysis.